Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022- 10014.

Event description:
As reported by our affiliates in mexico, during the placement of the 29mm sapien 3 valve, in aortic position by transfemoral approach, while advancing the commander delivery system with crimped valve through the esheath, high resistance was noted and commander did not advance. At this point, the esheath was checked and it was found that it was broken in the strain relief section as one part of the commander was outside of the esheath. Then, it was attempted to retrieve the commander from the patient, but the valve got stuck and moved over the balloon. As there was the risk of valve embolization if commander was pulled back, it was decided to try to get it out of the introducer, but the valve got stuck again but at the distal tip. Then, while having the edwards devices inside the patient, the super stiff boston scientific guidewire was changed by a lunderquist guidewire valve by cook, in order to pass out the esheath.the procedure continued, and when deploying the 29mm sapien 3 valve, the balloon of the commander delivery system could not be totally inflated. As per medical opinion, the balloon of the commander delivery system may have been damaged due to the previous manipulations. Therefore, it was needed to post-dilate the sapien 3 valve, first with the original (nominal) volume and the last +1cc (with a second introducer and commander). The patient was stable at the end of procedure, with a good vital sign, wake up and conscientious, without pacemaker, no pvl, mean gradient of 3hgmm by eco and with vascular access okey. The patient did not suffer any injury during the event and was discharged home.

Manufacturer narrative:
Supplemental report submitted to correct h6 device code(s). The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: delivery system returned in lock position. Fine adjustment 0% used. Flex indicator in straight position. Balloon was inflated and a leakage from a pin hole was observed in the crimping balloon area. Double-wall thickness measurements of the crimp balloon were taken, and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon leak was confirmed by evaluation of the returned device and provided imagery. However, the complaint for valve moves on balloon was unable to be confirmed due to unavailability of applicable imagery. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of valve movement on balloon, as reported, ''during procedure, while advancing the commander delivery system with crimped valve through the esheath, high resistance was noted, and commander did not advance. At this point, the esheath was checked and it was found that it was broken in the strain relief section as one part of the commander was outside of the esheath. Then, it was attempted to retrieve the commander from the patient, but the valve got stuck and moved over the balloon. As there was the risk of valve embolization if commander was pulled back, it was decided to try to get it out of the introducer, but the valve got stuck again but at the distal tip.'' In fluoro imagery provided by the field, curvature of the delivery system was observed during the attempt to pass the delivery system through the sheath tip, indicating the presence of tortuous anatomy. The presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality can contribute to withdrawal difficulties as the delivery system or crimped valve likely caught on the tear in the sheath liner the delivery system had protruded from. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the tear in the sheath liner. This in turn may have resulted in the thv movement on the balloon when excessive force was applied during the withdrawal attempt. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive force, damaged sheath) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. For the complaint of balloon leak, as reported, ''the procedure continued, and when deploying the 29mm sapien 3 valve, the balloon of the commander delivery system could not be totally inflated. As per medical opinion, the balloon of the commander delivery system may have been damaged due to the previous manipulations.'' No note of leakage on the delivery system during device preparation suggests that the leakage occurred due to procedural factors. It is possible that during maneuvers to advance the delivery system with thv through the sheath, and during withdrawal attempts through the sheath after insertion resistance was encountered, the balloon became damaged. Excessive force may have been used when resistance was experienced during advancement or withdrawal attempts through the sheath, causing damage to the balloon by interacting with the crimped thv, resulting in a pinhole leak as observed during evaluation of the returned device. Available information suggests that procedural factors (excessive force, non-coaxial interaction with valve strut) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.